Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error. Analysis determined that the lock button was flat on the keypad. It was noted that the main printed circuit board (pcb) was out of specification electrical and the liquid crystal display was out of specification electrical. Additionally, four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. It was further reported that the epg subsequently tested out of specification during manufacturers analysis. There was no patient involvement.